Event description:
It was reported that log files were submitted for review. The log files noted that the driveline was disconnected on 25dec2023 at 21:53. Related manufacturer reference number for the heartmate 3 system controller: MFR # 2916596-2024-00093

Manufacturer narrative:
Section a2: information was requested but was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files confirmed a pump stop event due to a driveline disconnect. A specific reason for the driveline disconnect cannot be conclusively determined through this evaluation; however, it appeared to be associated with a controller exchange. Log files were submitted that appeared to show the pump operating as expected at the fixed speed. No notable events or alarms were captured until the end of the file when the driveline was disconnected, and the controller was shut down. The controller was subsequently powered back on approximately 1 day later, but the pump was never reconnected to the controller, suggesting that an exchange took place. Per the customer, no further information is available. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works,¿ also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the driveline disconnect was related to a controller exchange.